Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump touch screen times out sooner then the 90 seconds the setting is programmed at. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to contact the customer regarding the reported issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.